Manufacturer narrative:
The ufr was the only information for this case; the hospital did not involve the local dräger s&s organization into any follow-up measures, and the contact person named in the ufr could not provide further information. Dräger is unable to fully understand the reported event since a black screen may have certain different root causes: the display or it's backlight may have failed which makes interaction with the device difficult or impossible; the device may have performed a reboot to rectify an error condition in the processing of sw routines or the device may have fully shut down due to an issue with the supply with electrical energy. Other scenarios may apply as well but the available details do not allow a further differentiation. The unit was in operation for almost 13 years now which would also make lack of preventive maintenance a plausible root cause for the event. A shutdown may have occurred if mains power got lost and if the device was put into operation before with a worn internal battery. It is recommended to have the device checked by trained personnel and to have it repaired if necessary. Original spare parts shall be used if a repair is needed.

Event description:
It was reported that the device's screen suddenly went black during use, whereupon the users replaced the device in a controlled maneuver; the event did not lead to consequences for the patient. The device has no UDI as an UDI was not required at the time the device was manufactured.